Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the screw in the battery appeared to be bent and possibly broken. The rep reported the doctor attempted to get the lead into the battery but met resistance. It was reported that troubleshooting included checking the lead electrodes for issues, trying to loosen the battery screw, and removing the screw which at that time it seemed as if it broke. The rep reported that the resolution was opening another battery and they had no issues attaching it to the lead. No patient symptoms were reported. No further complications were reported.